Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen displayed lines across the screen. Customer reported that the pump display is unable to be read due to the lines on the screen. The customer's blood glucose was 170 mg/dl. The customer reported that manual injections would continue to be used for insulin therapy.